Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.